Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was still full at the end of infusion with no fluid in the line. No defect was seen in the pump or the line. This occurred during infusion of 2750 mg of fluorouracil in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.